Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000347797 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device experienced "peeling of the silicone in the jaws" while an experienced healthcare professional was using the device. The power was set to 2.5. The device started cauterizing for a couple seconds then shutting off. The device was pulled out to try and clean it off, and the plastic separated from the metal. A new device was opened to complete the procedure. There was a slight delay to open a new kit. There was no harm to patient.